Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to ¿withdrawal symptoms.¿ the etiology was updated to related to the drug (baclofen).

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving baclofen at a concentration of 250 mcg/ml and a dose of 49.98 mcg/day via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient was admitted to the hospital on (B)(6) 2015 due to baclofen withdrawal. It was indicated the issue was possibly related to the device or therapy and also related to medication withdrawal. No actions were taken but the event resulted in the patient being an in-patient at the hospital. The issue was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the baclofen withdrawal was over use of oral baclofen with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.